Event description:
Patient complained that denture adhesive caused her to have a pus filled lesion on her tongue. She also stated that it reminds her of a canker sore and it burns. She may seek medical attention. Patient is 8 1/2 month pregnant.

Manufacturer narrative:
Complaint investigation still in process. Suspect sample has not yet been returned to sheffield pharmaceuticals. (B)(4).